Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs paddle lead was placed in a less an optimal position at time of implant as the patient's scar tissue buildup could not accommodate a midline placement. The patient experienced ineffective therapy as a result. In turn, the patient underwent surgical intervention wherein the scs paddle lead was explanted and replaced with two smaller scs percutaneous leads to address the issue.